Event description:
It was reported that during a case the snake arm would not latch onto tubes. Three snake arms were tried and all failed.

Manufacturer narrative:
The customer reported event was confirmed via visual inspection. The tip of the device was worn out/deformed. Manufacturing history was reviewed and no issues were identified. A root cause of the event is normal wear and tear and extensive use of the instrument.

Event description:
It was reported that during a case the snake arm would not latch onto tubes. 3 snake arms were tried and all failed.